Event description:
The patient was implanted with a smooth spectrum post operatively adjustable mammary prosthesis on 10/7/98. Subsequently, the patient experienced an infection. The device was removed on 11/13/98.